Manufacturer narrative:
Age not provided. Gender not provided. Weight not provided. Lot number not provided. Device manufacture date not provided.

Event description:
The doctor reported that during a follow-up exam he found mobility at the tooth site. Further examination revealed that the (iunihg) screw fractured off into the implant.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Complaint indicates screw fracture in the implant. The alleged event was non-verifiable without the return of the product. A root cause for the complaint could not be determined.